Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Radiographic review confirmed a linear metallic trocar pin within the ventral aspect of the proximal tibia. The device history records could not be reviewed as the lot number associated with the reported event is unknown. The root cause of the reported issue is attributed to failure to follow instructions as the surgeon knowingly left the trocar pin implanted and the hospital deviated from instructions for use by re-using a single use devices. The instructions for use state, "do not resterilize single-use only components that have been contaminated with body fluids or debris or previously implanted." If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that approximately six (6) weeks following knee arthroplasty, post-operative x-rays taken revealed a trocar pin was retained within the tibia from the procedure. The surgeon noted that while he was performing a primary right total knee arthroplasty and put the drill down the tibia, it could have potentially moved the pin and when he broached the knee, the pin may have disappeared from view. The patient had a lot of soft tissue in the knee and the pin may have become obstructed from view. It was not known during the procedure that the pin had been retained. There are no known plans to remove the pin at this time. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device is retained in the knee. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.